Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck in the device catheter, distal end of advancer tube. It did not deploy. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. The sealant was stuck to the device while being shuttled/ after shuttled to patient. The sealant was not wedged between balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck in the device catheter, distal end of advancer tube. It did not deploy. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. The sealant was stuck to the device while being shuttled/ after shuttled to patient. The sealant was not wedged between balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The syringe was returned detached from the device. The advancer tube was returned attached to the device. The cordis procedural sheath was observed introduced on the atraumatic tip as received. Nevertheless, the sealant sleeve was observed to be pushed back all the way to the shuttle handle, which happens normally when the sheath is pushed all the way back to the device shuttle. However, handling /procedural factors could have affected the state of the device when it was sent back to the cordis laboratory. The condition of the returned device likely indicates that the device was not deployed as the sealant was observed in its manufactured position on the returned device components and/or returned with the device in manufacturing position. No visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that no problems in the device¿s deployment mechanism could be confirmed as this could be actioned as expected when advancing the advancement tube and deploying the contained sealant. The reported events of ¿sealant-failure to deploy¿ and ¿sealant-sealant stuck to device components¿ were not confirmed through analysis of the returned device since there were no issues noted with the sealant deployment mechanism and the device worked as intended. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to the reported incident of the sealant failing to deploy/becoming stuck to the device, especially since there were no damages or other anomalies noted to the device. However, procedural/handling factors (such as incomplete engagement of the advancer tube) are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review, suggest that the reported failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.